Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal tepp hernia repair, the dissecting balloon would not inflate and had a hole in it. A new one was used to complete the procedure. There was no patient injury.